Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), ethinylestradiol; etonogestrel (nuvaring), ibuprofen, intrauterine contraceptive device (paragard) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,,"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression.") And abdominal pain ("abdominal pain.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and abdominal pain had resolved and the fatigue, migraine, nausea, vaginal discharge, weight increased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs and mr received : event ¿injury nos¿ is replaced with genital haemorrhage. Case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, hair loss, migraines, headaches, nausea, abdominal pain, lower abdominal pain, vaginal discharge, weight gain, anxiety, depression. Events severity , concomitant drug and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, intrauterine contraceptive device (paragard) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,,"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression."), abdominal pain ("abdominal pain.") And cystitis interstitial ("I had problem and dr said it is ic.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and abdominal pain had resolved and the fatigue, migraine, nausea, vaginal discharge, weight increased, anxiety, depression and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cystitis interstitial, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event I had problem and dr said it is ic was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, intrauterine contraceptive device (paragard) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,,"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression.") And abdominal pain ("abdominal pain.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and abdominal pain had resolved and the fatigue, migraine, nausea, vaginal discharge, weight increased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lithotripsy, cystoscopy, esophagogastroduodenoscopy, tubal ligation, dysmenorrhea, uterine bleeding, menorrhagia, abdominal adhesions, endometriosis and ovarian cyst. Concomitant products included clonazepam (klonopin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, intrauterine contraceptive device (paragard) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,,"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression."), abdominal pain ("abdominal pain.") And cystitis interstitial ("I had problem and dr said it is ic.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and robotic total hysterectomy, bilateral salpingectomy, cystoscopy, endometriosis resection). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and abdominal pain had resolved and the fatigue, migraine, nausea, vaginal discharge, weight increased, anxiety, depression and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cystitis interstitial, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pif is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b40017 manufacturing date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: medical history, reporter information were added. Marked significant due to imdrf-FDA synchronization code. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, intrauterine contraceptive device (paragard) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,,"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression."), abdominal pain ("abdominal pain.") And cystitis interstitial ("I had problem and dr said it is ic.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and abdominal pain had resolved and the fatigue, migraine, nausea, vaginal discharge, weight increased, anxiety, depression and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cystitis interstitial, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b40017 manufacturing date: 2013-05 expiration date: 2016-05-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, intrauterine contraceptive device (paragard) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,,"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression.") And abdominal pain ("abdominal pain.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and other (please specify) - partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and abdominal pain had resolved and the fatigue, migraine, nausea, vaginal discharge, weight increased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'). In an adult female patient who had essure (batch no. B40017), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: clonazepam (klonopin), ethinylestradiol; etonogestrel (nuvaring), ibuprofen, intrauterine contraceptive device (paragard) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain") and cystitis interstitial ("I had problem and dr said it is ic"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and other (please specify) partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, alopecia, headache and abdominal pain had resolved. And the fatigue, migraine, nausea, vaginal discharge, weight increased, anxiety, depression and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cystitis interstitial, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media content received: reporter added. Event: I had problem and dr said it is ic was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.